Event description:
It was reported that catheter stuck in stent occurred. The 90% stenosed, 23mm in length, 3.5mm vessel diameter, target lesion was located in the moderately tortuous and mildly calcified left main trunk and left anterior descending artery. An opticross hd imaging catheter was advanced for use. During kissing balloon technique, the opticross seemed to be stuck in the previously implanted non-bsc stent. A 0.018 guidewire was inserted and successfully released the device. The procedure was completed with another of the same device. There were no patient complications reported and the patient condition is good.

Event description:
It was reported that catheter stuck in stent occurred. The 90% stenosed, 23mm in length, 3.5mm vessel diameter, target lesion was located in the moderately tortuous and mildly calcified left main trunk and left anterior descending artery. An opticross hd imaging catheter was advanced for use. During kissing balloon technique, the opticross seemed to be stuck in the previously implanted non-bsc stent. A 0.018 guidewire was inserted and successfully released the device. The procedure was completed with another of the same device. There were no patient complications reported and the patient condition is good.

Manufacturer narrative:
Device evaluated by MFR: unit returned in a generic plastic bag with batch 24851038 printed on it, overall visual revision did not identify failures or evidence that could be lost due to decontamination process. The returned device matches with upn and lot number provided by the customer. Only a part of the imaging core was returned, it seems to be cut. A guidewire was observed all along the sheath assembly. The telescope assembly was detached. There exit port seem to be lifted. The sheath assembly was found detached. No other issues were found during the visual inspection. A test guidewire was inserted and no indication of resistance in tracking the guidewire into of the catheter was noted. Ilab test could not be performed due to the detachment in the lapjoint. The lapjoint section was within specification based on the drawing. A photo of the device was attached in the additional information tab, and the image showed the parts of the catheter, during product analysis, the catheter was observed to be in the same conditions.